Event description:
Customer's mother called to report that the insulin pump excessively alarmed no delivery. Customer's blood glucose reading was 345 mg/dl. Customer's mother stated that the high blood glucose was caused by the customer eating ice cream and fruit. When the customer attempted to bolus she received a no delivery alert. Customer's mother reported that the alarm was resolved by an infusion set change. Replacement product is being sent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.